Event description:
Report received of a nondelivery. In 2004 at an unspecified time, the device was programmed to delivery unspecified concentrations of levophed and neo-synephrine to infuse at 15cc/hr and 23cc/hr respectively. The customer contact provide a report that stated a chemical cardioversion was attempted with 3 doses of adenosine for uncontrolled atrial fibrillation, which was not effective. The levophed and neo-synephrine required increasing titration up to 26.3 cc/hr and 45 cchr. A diltiazem drip was then stated, "once connected to the patient, there was an immediate response in sbp." The vasopressors were then titrated down per physician order and the patient" continued to stabilize and converted to nsr). The physician examining the pump and bag "felt that patient has not been receiving medication as prescribed." The report stated the levophed and neo-synephrine were weaned off. Though requested, no additional information was provided.